Manufacturer narrative:
The report # 3003721894-2017-00130 is associated with (B)(4), super poligrip.

Event description:
She is unable to walk and is now wheelchair bound [unable to walk]; zinc poisoning while she was using the product [metal poisoning]; neuropathy [neuropathy]. Case description: this retrospective pregnancy case was reported by a consumer and described the occurrence of unable to walk in a (B)(6)-year-old female patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included wheelchair user. Concomitant products included no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced unable to walk (serious criteria gsk medically significant), metal poisoning (serious criteria gsk medically significant), neuropathy and exposure during pregnancy. The action taken with super poligrip (unspecified zinc free variant) was unknown. On an unknown date, the outcome of the unable to walk, metal poisoning and neuropathy were not recovered/not resolved and the outcome of the exposure during pregnancy was unknown. The pregnancy resulted in a live neonate with no apparent congenital anomaly. It was unknown if the reporter considered the unable to walk, metal poisoning and neuropathy to be related to super poligrip (unspecified zinc free variant). Additional details, the adverse event information was received on 21 march 2017. The consumer reported that her mother used super poligrip. The consumer reported her mother used the product the whole time she was pregnant with her. The consumer had the same problems as her mother, neuropathy. The consumer reported in 2010 her mother had zinc poisoning while she was using the product. The consumer reported her mother was 20 years old when she began using the product and she was 22 when she was pregnant with her, in 1991. The consumer reported that she was using the product for her dentures. The consumer reported she was unable to walk and was now wheelchair bound. There was no further information provided regarding her mother.

Event description:
Case description: this retrospective pregnancy case was reported by a consumer and described the occurrence of unable to walk in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included wheelchair user. Concomitant products included no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced unable to walk (serious criteria gsk medically significant), metal poisoning (serious criteria gsk medically significant), neuropathy and exposure during pregnancy. The action taken with super poligrip (unspecified zinc free variant) was unknown. On an unknown date, the outcome of the unable to walk, metal poisoning and neuropathy were not recovered/not resolved and the outcome of the exposure during pregnancy was unknown. The pregnancy resulted in a live neonate with no apparent congenital anomaly. It was unknown if the reporter considered the unable to walk, metal poisoning and neuropathy to be related to super poligrip (unspecified zinc free variant). Additional details, the adverse event information was received on 21 march 2017. The consumer reported that her mother used super poligrip. The consumer reported her mother used the product the whole time she was pregnant with her. The consumer had the same problems as her mother, neuropathy. The consumer reported in 2010 her mother had zinc poisoning while she was using the product. The consumer reported her mother was (B)(6) when she began using the product and she was (B)(6) when she was pregnant with her, in (B)(6). The consumer reported that she was using the product for her dentures. The consumer reported she was unable to walk and was now wheelchair bound. There was no further information provided regarding her mother. Pregnancy note: may 5, 2017, no additional information was received, so this patient was considered lost to follow-up.